Event description:
A malfunction was reported by the caller concerning the pump. There was no reported impact to the customer's blood glucose level. The customer support team provided instructions on resetting the pump and assisted the caller with this process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reoccurred.